Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. The #1 perclose proglide 12673-03/unk is being filed under a separate medwatch MFR#.

Event description:
It was reported that a physician in training, in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered with the insertion of the procedural sheath. The sheath was replaced. The proglide device was inserted and a cuff miss occurred. Another proglide device was used and after needle deployment it was observed that the sutures captured plaque. An angiogram was taken after the proglide device was removed and an intimal dissection was noticed. The dissection was not flow limiting. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela. Though requested, additional information was not provided.